Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received for evaluation at the time of this report. However material from the production line was verified , and no issues were found that can lead this customer complaint. A device history record review could not be conducted since the lot number was not provided. To perform a proper investigation and determine the source of alleged defect reported it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective actions can be assigned at this time. If the sample becomes available this report will be updated with the evaluation results.

Event description:
Customer complaint alleges while using the device on the patient, there was a "disconnection of the connecting tube from the mask". No patient injury or consequence was reported. Patient condition reported as "fine".